Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a one-link device. The reporter stated that when they attached the tubing to the one-link and the one-link was attached to the stop cock, they could not get flow. The reporter stated that the device would flow during priming, but when continuing for patient use, no flow would be experienced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.